Event description:
Originally it was reported that the cusa excel tip malfunctioned. Additional information received on 05/16/2013 changed this report to a MDR medical device report - during a liver procedure, with a patient who was anesthetized, the tip broke in two parts after 1 minute. A cem nosecone was not being used during this procedure and the tip did not solely touch the tissue. The patient was anesthetized and the tip was not in contact with the patient when the problem occurred. No injury occurred as a result of this event and there was no surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.